Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci nissen fundoplication procedure, the endowrist one vessel sealer instrument wasn't sealing very well as the tissue effect isn't very good. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Intuitive surgical inc. (Isi) contacted the initial reporter and obtained clarification regarding the reported event. He stated the instrument worked fine but just took an extra long time to seal, greater than 30 seconds in several instances. The surgeon was aware as the seal beeps took a long time to get. The instrument was discarded.